Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to high blood glucose (value not provided) in response to a secondary infection. The customer was wearing the pump when admitted and was removed at the hospital. Further details were not provided regarding the event. Although multiple attempts were made by tandem technical support, the customer did not reply to the requests for additional information.